Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b3/d6a/d10: the date of event was not provided, thus (B)(6) 2025 was listed. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block d1: the brand name is unknown; however, the affected device is for the tack endovascular system. Block d4/g4/h4: the lot number was not provided; thus, the following information are unknown: brand name, model number, catalog number, unique ID, expiration date, manufacture date, and PMA number. Block h3: the tack device was not returned; thus, no returned product investigation was performed. Block h6: per the IFU, tack implant occlusion/restenosis is listed as a possible complication of the procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The tack endovascular system (tes) was used in a peripheral procedure. According to a post shared on linkedin, the user was unable to cross the sfa due to the tack stents. Therefore, an endovascular bypass was performed to access the lesion, and the procedure was successfully completed. This adverse event is being submitted due to re-occlusion, requiring endovascular bypass to treat the patient.